Manufacturer narrative:
(B)(4).a 510(k) number was not provided as this submission is for an unknown renal disposable product.the sample is not available.

Event description:
This is a spontaneous report by a physician on (B)(6) 2010 from (B)(6) of peritonitis in a patient (patient information was unknown) coincident with dianeal unknown therapy. The pediatric doctor reached the call center as the peritoneal dialysis (pd) patient was coming in to be hospitalized that afternoon due to peritonitis. The doctor had a question about intraperitoneal irrigation and antibiotic administration for this patient. The doctor was wondering if s/he could add the antibiotic to the dialysis solution. The call center explained about the last fill volume, dextrose change, and how to connect the antibiotic-added bag to the last fill line. On an unknown date, the patient began dianeal unknown therapy. Further information was not available. There was no allegation of device malfunction.